Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that door mechanism was re-aligned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site accidentally ran the imaging system into an obstacle. It was noted that the damage resulted in the gantry door of the system being unable to open and close completely. There was no patient present when this issue was identified. No additional information was provided.